Event description:
It was reported that an infusor had no flow after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from june 7, 2013 to june 10, 2013. Evaluation summary: the returned sample contained approximately 100 ml of solution in its bladder. Visual inspection found no signs of blockage or physical abnormality that could have caused the reported condition. A functional flow test was performed in which the luer cap was removed from the distal luer while the device was observed for flow issues; flow was then observed at the distal luer. The reported issue was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.